Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was attributed to defective joint of the manifold unit due to which, the gas feeding cannot be automatically stopped. After re-wielding the joint, the device restored to normal. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
An olympus loaner, high flow insufflation unit experienced an auto stop failure. There was no procedure or patient involvement associated with this event. There was no delay in the procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed and was determined to be caused by a broken manifold joint unit. This caused the gas feeding to not be able to be automatically stopped. The device was restored to normal by re-wielding the unit. No further evaluation or repairs were performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.